Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg site was red and warm. The patient was prescribed oral steroids. The physician confirmed that it was not an allergy. The patient was doing well.